Manufacturer narrative:
The manufacturer did not receive devices, x-rays, other source documents (post operative reports. Implantation report) were provided. The device history records were received and found to be conforming. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2009 as referenced. Should additional info become available and/or the device (s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt received a durom acetabular component 58/52 r, on the left side on (B)(6) 2007. The pt is currently being monitored due to unk reason. No other info was received.

Manufacturer narrative:
This case was reopened on july 20, 2017 to enter additional information which was received on june 22, 2017. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the product liability claim was raised. The patient was implanted a durom acetabular component 58/52 code r. The patient is being monitored due to elevated metal ions and pseudotumor.